Manufacturer narrative:
Patient ID# (B)(6). Foreign: the event occured in (B)(6). The product was not returned for evaluation due to the product remains implanted. Device history record (DHR) was reviewed and found the units were released to distribution with no deviations or anomalies. Complaint history review was performed and no further issues associated with this item/lot were found. Without the opportunity to evaluate the product, the complaint the root cause could not be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported by biomet (B)(6) that during a total knee replacement on (B)(6) 2014 that the vanguard tibial poly was discolored, off white with a tinge of yellow, but was implanted anyway. There are no plans to revise unless the patient develops complications. Additional information was received on (B)(6) 2014, indicated that the patient had expired due to non implant related reasons. No additional patient consequences were reported.